Event description:
Patient was originally skin tested in 1988 with negative response. The lot number of skin test was not recorded. Pt received multiple treatments with bovine collagen during the interceding years without event. 2 months later, pt was treated with 1 cc of collagen in the nasolabial folds and chin. One month later, pt noted rash at injection sites which only lasted a few days. Pt was taking sulfa at time of symptoms onset. The reporting physician was not informed at that time and has not seen pt since last treatment. Per telephone conversation, pt is seeing an allergist. Per patient, pt was treated with oral benadryl and an unspecified topical cream and the symptoms resolved within a few days. At this time, the reporting physician has not diagnosed hypersensitivity, but feels problem with likely related to collagen.